Manufacturer narrative:
(B)(4): total occluded lesion, tortuosity, and calcification.

Event description:
An attempt was made to use a submarine plus pta catheter otw to treat a lesion located in the left superficial femoral artery described as totally occluded with mild tortuosity and mild calcification. However, it was reported that when the physician attempted to advance the submarine plus device it stuck just proximal to the lesion. The balloon was inflated to 7 atm in order to allow passage through the lesion, then the device was advanced a little; however, when the balloon was re-inflated to 6 atms it ruptured. No health hazard was caused to the pt. No clinical sequelae were reported.